Event description:
Pt had loose body in right knee status post (B)(4) hemiarthroplasty of medial compartment of right knee performed a few years ago. On (B)(6) 2011, dr (B)(6) performed: arthroscopic debridement of right knee, arthroscopic partial lateral meniscectomy, arthroscopic removal of 2 pieces of cement particles as well as 1 osteochondral smoothed fragment. Surgeon indicates that location of the cement particle was hidden behind some soft tissue behind prosthesis and needed to be removed, but did not interfere with the range of motion of the prosthesis in any way.